Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: october 09, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads broke off of the threaded driving cap inside the hammer guide connector during a left proximal tfn-advanced¿ proximal femoral nailing system (tfna) procedure on (B)(6) 2016. Two new devices were used to successfully complete the surgery, which resulted in a thirty (30) minute delay. No fragments remained in the patient. The patient outcome was reported as good. Concomitant devices reported: hammer guide connector (part 03.037.120, lot 9547046, quantity of 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (threaded driving cap, number 03.010.523, lot 9570807). The subject device was received with the complaint reporting that the threads broke off into the hammer guide connector causing a 30 minute delay. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system per the technique guide. The driving cap was returned with the distal threads broken off and lodged in the returned hammer guide connector (part 03.037.120, lot 9547046). The driving cap also showed signs of wear and impaction along the shaft. Although the exact root cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. The subject device drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrr's, ncr's or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.